Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the treatment range for the ovation stent graft. The physician elected to proceed with the case by placing a stent in the renal artery and placing the aortic body stent graft higher than intended to obtain seal. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. The final angiogram showed the presence of a potential type iii endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.